Manufacturer narrative:
The tech isolated the issue to a broken siderail end tube. He replaced the end tube to repair the bed.

Event description:
Info received indicates the left siderail will not latch.